Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery both references broke when the buckles were tightened. The broken off pieces have been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with two suturetapes and two other implants. It was not necessary to do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, one unpackaged ar-1588rt-2j was received for investigation. Upon visual inspection, the white/black suture and the tightrope of the tightrope® ii rt, with the deploying suture, were disassembled/damaged from the device and not returned. The blue suture and oblong button returned did not show any issues. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. Refer to investigation photos. Complaint allegation is not confirmed.